Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad traces. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. No additional information was provided.